Event description:
Healthcare professional reported right side capsular contracture grade IV, pain, deformity, capsular thickening grade IV, irregular contours, and double capsular line image. Device remains implanted.

Manufacturer narrative:
Initial reporter: phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade IV, pain, deformity, capsular thickening grade IV.